Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h3, h6 and h11. An olympus field service engineer was dispatched to the user facility and confirmed the reported issue. The field service engineer arrived onsite for troubleshooting. It was confirmed that the video system center powered on, the serial digital interface cable was connected to the monitor, and the link cable was connected to the light source properly. The camera head was plugged into the processor, and an image appeared on the monitor immediately. The field service engineer attempted to manipulate the paddle connector and disconnect and reconnect the camera head to recreate the issue but was unable to do so. The field service engineer found that the camera head had been reprocessed, and it is possible that the connector contacts were dirty. He advised the customer that if the issue reoccurs, they should clean the connector contacts with an alcohol wipe and verify that all cables behind the processor are securely attached. The subject device will not be sent back to olympus for further evaluation and repair. The device was not returned to olympus for inspection but the product was evaluated by a field service engineer and the reported failure was not confirmed. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had no image. This occurred during sedation for an unspecified procedure. There were no reports of patient harm.